Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Please note: customer is using same strip lot: mv2959 with both meters mentioned in complaint. See MDR ticket #: 1613097. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 95-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 04/20/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).